Manufacturer narrative:
Pump was received with an intermittent button response. Pump passed the self test. Successfully downloaded pump traces and history file using thump. Pump error 61 (stuck key alarm) was found on: 07/25/2024 17:23:46.000, 07/25/2024 17:28:53.000 07/25/2024 17:32:32.000, 07/25/2024 17:39:57.000 07/25/2024 17:49:44.000 07/25/2024 18:01:00.000, 07/25/2024 18:10:36.000 07/25/2024 18:20:01.000, 07/25/2024 18:33:05.000 the keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. An intermittent button response/pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 25-jul-2024 in the formatted history file.  Insert battery alarm was found on: 07/25/2024 17:38:21.000, 07/25/2024 17:42:53.000 07/25/2024 18:29:07.000, 07/25/2024 18:33:47.000 07/25/2024 18:42:03.000, 07/25/2024 18:45:43.000 07/25/2024 18:45:50.000, 07/25/2024 18:45:56.000 pump error 68 alarm was found on: 07/25/2024 18:33:43.000 07/25/2024 18:34:32.000 pump error 49 alarm was found on: 07/25/2024 18:33:43.000, 07/25/2024 18:34:32.000 07/25/2024 18:35:50.000 pump error 23 alarm was found on: 07/25/2024 18:40:28.000, 07/25/2024 18:42:58.000 07/25/2024 18:47:19.000 power loss alarm was found on: 07/25/2024 18:40:38.000, 07/25/2024 18:40:46.000 07/25/2024 18:49:35.000, 07/25/2024 18:49:43.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 61 (stuck key alarm). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. An intermittent button response/pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.